Event description:
The needle handle came apart. No pt injury. The following info was provided: "that the piece came apart when they tried to attach the syringe." A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effect due to this occurrence.

Manufacturer narrative:
The actual lot number of the echo device involved in this complaint was not provided. As confirmed lot number was not provided, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. A 1 x echo-hd-22-c of unk lot was returned for evaluation. It was returned not in its original package and was open on receipt. The complaint info stated that user the device had the following issues: "the needle handle came apart." Needle breakage was not reported. However, on evaluation of the returned device, the luer lock of the needle assembly was not returned attached to the needle. The needle was returned in the device and extended approx 6cm from the sheath. It did not have the luer lock assembly attached to one end. The luer lock or syringe was not returned. The needle part returned was intact apart from being broken away from the luer lock. It was confirmed that this breakage occurred during the procedure as per the following: "the piece came apart when they tried to attach the syringe". Glue residues were evident on the threads of the device. No mfg defect was confirmed. There was also a kink noted on the sheath below the handle. The customer complaint could be confirmed as the needle was broken away from its luer lock above the handle. From the info provided no biopsy was obtained with the use of this needle. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-hd-22-c could not be carried out as the confirmed lot number was not provided. The 2 year complaint history has been reviewed and the occurrence of this complaint type is low. Customer quality assurance will continue to monitor complains of this nature for potential emerging trends. No corrective action is warranted at this time. A section of the device did not remain inside the pt's body. The pt did not require any additional procedure due to this occurrence. The pt did not experience any adverse effects due to this occurrence.